Event description:
The patient's mother reported that her daughter's blood glucose, carbohydrate intake and insulin history is as follows: time: 9:27 am, bg (mmol/l) 8.8, (mgdl) 158, cho (g) na, bolus (u) na; 11:00 am, 8.3, 149, 42, 2.11. She felt that her bg were low (did not check her bg level) so she took two glucose tablets. At 12:55 pm, she was vomiting and then she went into a seizure. She was taken to the hospital where she was diagnosed with hypoglycemia. She was placed on an intravenous therapy and was given anti nausea medication. Time: 1:00 pm, bg (mmol/l) 16.5, (mg/dl) 297; 1:20 pm, 6.5, 117; 5:17 pm, 5.9, 106. She stated that the bg meter was reading incorrect below are some of the bg comparison. On (B)(6) 2015, her bg measured 2.3 mmol/l (41 mg/dl) at 10:05 am, 6.9 mmol/l (124 mg/dl) at 10:08 am, 3.4 mmol/l (61 mg/dl) at 10:22 am, 11.7 mmol/l (211 mg/dl) at 10:25 am and 11.1 mmol/l (200 mg/dl) at 10:56 am. On (B)(6) 2015 her bg measured 12.4 mmol/l (223 mg/dl) at 9:02 am, 7.3 mmol/l (131 mg/dl) at 9:38 am and 14.4 mmol/l (259 mg/dl) at 10:11 am.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate bg measurement or to determine if it could have contributed to the patient's hypoglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.